Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per op notes from physician, pacemaker system was implanted (B)(6) 2019. The following day, the ra lead dislodged and physician repositioned the lead. While closing the incision, the patient began to awaken and became tachypneic. Heart rate, blood pressure, and o2 saturations were reported to be normal. With completion of the procedure and removal of the drapes, physician was told the patient initially seemed to have improved, but then had progressive respiratory distress. At the first point, the physician was able to visualize the patient and examine him. He noted pulmonary edema and tachypnea. Respiratory therapy and anesthesia were called. Lasix and an albuterol treatment were given, but the patient did not improve. Stat echocardiogram showed no significant pericardial effusion or tamponade. The patient was intubated by the anesthesiologist and the intensivist was also called to assist. While still tachypneic and in respiratory distress, the patient suffered ventricular fibrillation. Full resuscitative efforts were initiated with defibrillation, IV atropine, IV epinephrine, and CPR. While the patient did not seem to have respiratory depression initially, flumazenil was also given. He remained in respiratory distress with pulmonary edema and had recurring ventricular fibrillation. Resuscitative efforts were pursued for an additional 45 minutes, but the patient expired.